Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(6). Health professional was approximated to yes as the initial reporter's name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2020*** it was reported that the procedure was completed with another resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5, d8, e1, e3, h6, h8